Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was approximately (B)(6) 2017. It was reported that two months ago the pump had a volume discrepancy; volumes unknown. The drug amount was not matching what it should be. No symptoms were reported. The patient planned to follow up with the healthcare provider. The patient requested that a representative meet him at his appointment wednesday at 3 pm. No further complications were reported.